Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 16 jostent graftmaster is being filed under a separate medwatch report #. The stent remains in the anatomy, and the product was not returned which may have aided in the investigation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems are 100% leak-tested and visually inspected for foil damage and proper placement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for leaks for this lot. In this case, although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effect, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that one graftmaster 3.5 x 12 was implanted in a right coronary artery perforation, however, a small area of perforation leaked proximal to the stent. A graftmaster 3.0 x 16 was unable to be advanced to the proximal area of perforation and was removed. The proximal perforation was left untreated to heal on its own. Post-procedure pericardiocentisis was done and the patient outcome was good. There was no adverse patient sequela. No additional adverse patient effects resulted from the use of the graftmaster. Though requested no additional information was provided.